Event description:
The customer reported the system did not display an image when x-raying. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the interconnect cable was defective so a new cable was installed. The system operates as intended.